Event description:
It was reported that approximately sixteen days post ventricular assist device (vad) implantation, the patient had agonal respirations and the vad exhibited low flows; the patient then became unresponsive to verbal stimuli. A neurologist was consulted, and a head computerized tomography (CT) did not reveal edema. A performed electroencephalogram showed diffuse cortical disturbance with no seizure activity. It was further reported that an exam performed was consistent with hypoxic brain injury. Neurology recommended anticonvulsant medication as trail for anti-epileptic drugs (aeds) response. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files were not available for analysis. Information received from the site indicated that, in addition to the low flow event, that approximately sixteen days post vad implantation, the patient had agonal respirations and the patient then became unresponsive to verbal stimuli. A neurologist was consulted, and a head computerized tomography (CT) did not reveal edema. A performed electroencephalogram showed diffuse cortical disturbance with no seizure activity. It was further reported that an exam performed was consistent with hypoxic brain injury. Neurology recommended anticonvulsant medication as trail for anti-epileptic drugs (aeds) response. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, const riction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, respiratory failure and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.